Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Additionally, the complaint history review was not performed because no lot information was provided. Based on available information, the cause of the reported unintended movement (clip open - locked), associated with the conservative assessment that the clip may have been implanted with a clip arm angle less than 30-35 degrees and so opened while locked, could not be determined. The cause of the reported mitral valve insufficiency/ regurgitation (recurrent mr), associated with the conservative assessment that the clip implant reduced mr below 3-4+ and so mr increased recurrently post- index procedure, could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip opening while locked and recurrent mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat function mitral regurgitation (mr) with an unknown grade. One clip was implanted, reducing mr to an unknown grade. On (B)(6) 2023, the patient returned to the hospital due to mr increasing to 3-4+. It was observed the clip had opened to roughly 35 degrees. To treat the recurrent mr, an additional mitraclip procedure was performed. Two clips were implanted, reducing mr to a grade of 2-3+. No additional information was provided.

Manufacturer narrative:
D4: the UDI number is not known as the part and lot numbers were not provided. The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.